Event description:
The customer reported the generation of erroneously high patient results for ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl), on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data printouts or demographics. The customer verbally provided results for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the valves for cell 1 and cell 2, sample syringe driver, 3-way valve, sample syringe, reagent syringe, sample probe printed circuit board and cables for sodium and potassium which resolved the issue. Age, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).